Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,, component, investigation conclusions),h10. The getinge field service engineer (fse) that discovered the issue disassembled the unit and replaced the broken cable connection (0012-00-1562). The unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had a broken fo connector there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.